Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2018 with the following findings: on investigation, there was no evidence of moisture behind the display and no evidence of a dim/discolored display. Investigation did not duplicate the complaint. Leak testing did indicate moisture leakage around at the display lens. There was no moisture found in the pump's internal compartment. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.